Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. No defects were found on investigation.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a fasting blood glucose reading of 326 mg/dl; in the afternoon he obtained a result of "hi mg/dl" (greater than 600 mg/dl). The patient reported no symptoms of high or low blood glucose levels. The patient took bolus doses of insulin via the pump, and took himself to the emergency room. The patient was treated intravenously with insulin and admitted to the hospital with a diagnosis of dka. Troubleshooting revealed the patient had correctly replaced the infusion set/site after obtaining elevated readings, there was no air bubbles or kinks in the cannula or tubing, the basal settings were correct, the pump date/time were correct and the total basal/bolus doses delivered corrected matched those programmed. There is no evidence the pump was not accurately delivering insulin. However, as the patient experienced blood glucose levels suggesting severe hyperglycemia and was admitted to the hospital with dka while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.